Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported a hospitalization due to damaged infusion set. The customer's blood glucose reading was 222 mg/dl. The caller stated the significant event leading to the hospitalization was the ripped out infusion set. The customer has been experiencing low blood glucose. The caller declined troubleshooting the insulin pump. No further information was provided.